Manufacturer narrative:
Our quality engineer inspected the 3 samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the samples showed foreign matter inside the packaging. Foreign matter was observed embedded on the needle cover. The foreign matter was sent for fourier transform infrared spectroscopy (ftir) analysis to determine the foreign matter type. The ftir results indicated that the embedded foreign matter in the needle cover (sample 1) spectrum matches well with aurintricarboxylic acid and foreign matter on the surface of packaging (sample 2) spectrum matches well with poly(oxymethylene). A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. For sample 1, the root cause was suspected to be the production technician stopping the machine to clear a jam and degraded material falling onto the injection unit. Retraining will be completed with relevant production associates on the procedure with emphasis that the production technician is responsible of clearing any parts after a jam occurs to prevent foreign matter passing to the next step. For sample 2, it was suspected that the needle cover holder was worn out. There is newly installed vacuum in placed to remove any loose foreign matter. The reported lot number was produced before the implementation.

Event description:
It was reported that found ink splatter before use. Agencies and hospital staff confirm prior.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.